Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was cycled and the clip did not load, the pusher bar was observed not functioning. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hemicolectomy, when the package was opened, and the reported product was inserted from the trocar, when trying to load the clip, only the jaws opened, and the clip did not come out although the handle was squeezed many times.no clip was able to be loaded, and a new product was opened to resolve the issue. The surgical time was extended by less than 30 min. There was no patient harm.